Event description:
Alleged the pt was injured by falling between the gap of the seat and foot section of the birthing bed.

Manufacturer narrative:
Hill-rom engineering performed an investigation on the bed at the facility, and found the mattress hook that engages the locking mechanism for the foot section (stow & go) was worn. Engineering found that when the mattress was moved from side to side, the foot section locking mechanism would unlock. The facility informed hill-rom engineering that a nurse was also injured, when water was spilled by the pt during the fall and the nurse slipped and fell. The facility would not release info regarding the injuries sustained by the pt or nurse and would not release the parts to hill-rom.